Event description:
The clinician reports the implant was inserted (B)(6)2018 in ada 8. Details of surgery: implant surface not completely covered with bone. On (B)(6)2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event thepatient experienced: pain, swelling, abscess and fistula. No further patient complications were reported.